Manufacturer narrative:
Additional information has been requested regarding this event; however was not able to be obtained. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that an alert was detected from the remote monitoring system due to an out of range shock impedance measurement. There was no patient or device information available. No adverse patient effects were reported.